Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. The device was checked and revealed out of range shock impedance measurements of 116-125 ohms. A boston scientific technical services consultant discussed a potential loose setscrew.